Manufacturer narrative:
(B)(4): (difficulty advancing from sheath). According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-06075 for a description of the other device. It was reported to boston scientific corporation that two resolution clip devices were used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2009 (patient's exact age was unknown, but was approximately (B)(6)). According to the complainant, during the procedure, the nurse had difficulty advancing the clip out of the protective sheath; they were able to deploy the clip successfully. The same thing happened with a second resolution clip device; the nurse had difficult advancing the clip out of the protective sheath, but they were able to deploy the clip successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.